Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/23/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary an opened straight-pack with a double armed strand of product code epm8751 were returned for analysis with the packaging opened. In order to evaluate the conditions of the returned samples, the swage and attachment area of two needles were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result was above the minimum requirements. The manufacturing records could not be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: additional information requested: what was the procedure date? Unknown. What is the lot number? The lot number is not on the suture package. I did send the package back with the damaged suture today. Device return status: sent today. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary bypass graft procedure on an unknown date and suture was used. During a distal anastomosis, the suture came off of the needle at the swage. There were no patient consequences reported. Additional information was requested.